Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The infusion set was changed multiple times. The occlusion was resolved. Customer¿s blood glucose (bg) 452 mg/dl with a trace of ketones. Customer went to the emergency room (ER) and intravenous fluids were received. After 5 hours, customer left the ER feeling better. Bg was 171 mg/dl.